Manufacturer narrative:
Additional information was received on apr 03, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar auto a-flex device's sound abatement foam. The patient has alleged alleging nose irritation, respiratory tract irritation, dizziness, headache, tiny noncalcified nodules in lungs, scattered calcified granulomas in liver and spleen. No medical intervention was specified by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture quality product investigation laboratory and confirm the device powers on and provided airflow. Pil confirmed the operation of the heater plate. During review of the error logs, pil determined that the device was likely reset prior to pil receipt due to the machine having 20137.4 hours, 0 blower hours and 0 therapy hours. The error log showed 0 errors logged. During the investigation pil observed the air inlet filter was missing. A small scratch was observed on the left panel. Small black specs of an unknown contamination were observed on the left panel. Dust-like contamination was observed on the right panel, on the blower cap, on and inside the blower motor, on the sound abatement foam and walls of the bottom enclosure. A potential hair-like particle was observed in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. Pil observed a small scratch on the right panel. Small black specs of an unknown contamination were observed on the right panel and inside the water chamber. A whitish contaminant consistent with mineral deposits was observed inside the water chamber, on the flip lid seal, and on the dry box intake seal. A heavy amount of a brownish dust-like contamination with potential hair-like particles was observed throughout the humidifier bottom enclosure, on the dry box, dry box seals and the heater plate. Dust-like contamination was observed on and under the humidifier flip lid assembly, on top of the water tank and in the lower base. Pil was not able to confirm the complaints and was not able to address the symptoms specified. In box d: device serviced by 3rd party?, device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache. The patient has had tiny scattered noncalcified nodules in the lungs and scattered calcified granulomas in the patient's liver and spleen. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
This notification was reviewed by the pms clinical expert as product problem type of complaint due to a report that was received from a patient on an allegation of ¿nose irritation, respiratory tract irritation, dizziness and/or headache, other tiny scattered noncalcified nodules in lungs and scattered calcified granulomas in his liver and spleen¿. Based on information available at the time of this review, there is insufficient evidence to pronounce this event as a serious injury. In this report, section h - type of reported complaint ( serious injury to product problem ) has been updated.